Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump resulting in the pump shutting down. T here was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.